Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging the over delivery of the insulin. Last night just before dinner his blood glucose went high. The customer had given himself a significant amount of insulin and had not eaten to cover it and hid blood glucose started dropping so he drank 32 oz of coke before it started going back up. The blood glucose at time of incident was 112 mg/dl and was treated with food. The drive support cap appears normal. Performed displacement test which was passed. The insulin pump will not be returned for analysis.